Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that when attempting to change the battery it was found to be very hot. This report is being made based on the indication that the battery became hot when used with the pump and the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box review showed multiple consecutive reboots on the reported failure date, and several low battery alarms. The pump powered on and was exercised with no duplication of overheating or alarms. The pump was tested with an external power supply and the sleep current draw was found not to be within specifications. For testing, the suspected electrical component on the printed circuit board was replaced, and the issue was resolved. The pump cover was removed and no moisture ingress was found. No defects were found to the power flexes and power circuit. The reported issue of the battery being hot when removed from the pump was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.